Manufacturer narrative:
Upon investigation of the actual device used in this incident, failure cannot be replicated. The field service engineer remoted into the station and found there were no failures. Customer also confirmed that no further issues, hence the complaint file has been closed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, it was not detected on bus for one drawer. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.